Event description:
It was reported that there was an issue with the pace/sense portion of the rv lead. The lead's impedances were inconsistent and there seemed to be a threshold issue also. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.